Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Other text: not returned.

Event description:
Medwatch report states: a patient was admitted for a revision of a left total hip arthroplasty. The patient had a recalled depuy asr hip implant. The following is excerpted from the medical record. Serial radiographs revealed aseptic loosening and a protusio defect of the left acetabular component. The surgical note from the physician reported no metallosis, no milky fluid identified upon examination of the hip and soft tissues. There was only fibrous growth. A small gouge was used to loosen the fibrous tissue superiorly, and then the cup was easily removed from the acetabular bed. The bone was quite sclerotic. Reaming was antiprotrusio technique bleeding rim of bone. The central sclerotic bone was left, as it was already in a protusio position. A trial acetabular cup was placed and there was good coverage.